Event description:
Related manufacturer reference number: 3006705815-2022-00650. It was reported that the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Diagnostics indicated high impedances in both of patient's leads on contacts 1-8 and 16. Later, the patient underwent surgical intervention wherein both leads were explanted and replaced to address the issue. It was discovered one lead was fractured. Issue was confirmed via x-rays. It is unknown which lead is fractured, therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.